Event description:
My son was born deaf, and was implanted -rt- with cochlear's nucleus 24 at 26 months, and then on the rt. With cochlear's nucleus freedom device at age 4yr 7mos. He was complaining of pain and excessive noise and buzzing in the newest implant on the right side. New external parts had been tried in the months preceding, thinking some of his complaints (minor compared to june's) were related to his processor or coils. Cochlear corp. Had a rep. Troubleshooter come to cincinnati childrens hosp. In the following month, to do some extensive testing, and it was determined that my child had indeed suffered a "hard failure" of the internal device in his head. Something to do with the groundin mechanisim, etc. They told us that less than 1% of these fail in all implanted patients, but that isn't great news when it is your child that has to endure another major surgical procedure at age seven, and is missing the start of first grade. The surgery went well, we are back home in columbus and he is recovering. A dr is the best! He felt bad to have to put us thru another surgery, and said the people from cochlear were there in the o.r. With him. I am writing to you to be certain that this malfunction gets reported and we want to know the details, no matter how technical and over our head they may be. We have a right to know, and to date, no one from cochlear has contacted us. I would think that less than one percent would make the families of failures a rather "short list" and they would at least contact us to assure us the surgery fees, etc. Will be covered by the company since it is a warranty product. Let us know if we need to do anything else.